Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown/invalid, therefore the related tripped trend reports were reviewed. A trend was identified between september 2021 ¿ march 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and UK markets beginning august 2022 (distributed after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high glucose results from an abbott diabetes care device. As a result, experienced a loss of consciousness while sleeping and was unable to self-treat. Customer had contact with a non-healthcare professional at home who provided maple syrup as treatment. In addition, customer had contact with a healthcare professional at the hospital who provided an unspecified prescribed medication and an unspecified (dose/type) insulin as treatment. A laboratory result of 9.7 mmol/l was obtained during their hospital visit. There is a known issue for high readings, addressed by adc fa1004-2023, and it is unknown if the complainant product is related to this field action. There was no report of death or permanent impairment associated with this event.